Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. Device evaluation: the pump remains in use supporting the patient; however, approximately 16 inches of the external portion/distal end of the driveline that was replaced was received for evaluation. Examination of the driveline noted some breakdown of the braided shield along the connector bend relief. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found a small breach in the red wire adjacent to the metal connector. The adjacent wires show evidence of abrasion against the braided shield but no further insulation breaches were noted. The driveline was submerged in a saline bath for high potential (hipot) testing to check for current leakage through each wire's insulation. The test confirmed only the red wire was breached. If the exposed conductors of the red wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the low speed events and pump stoppages observed on the submitted system controller log file. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, it was reported that the lvad system produced low speed advisory, driveline disconnected, and pump off alarms. The patient¿s equipment was inspected by the hospital¿s biomed and no issues were found with the power module, external batteries, or system controller. The patient was using an ungrounded power module patient cable for power module operation. The patient remained asymptomatic. A log file submitted to the manufacturer¿s technical services analysis revealed pump speed decelerations and pump stoppage events. These events only appeared to be occurring while the lvad was connected to the power module. X-rays images of the patient¿s driveline submitted to technical services did not show any obvious areas of concern externally or internally. On 12/15/2016, the manufacturer¿s technical services representative presented onsite to replace the majority of the external portion of the driveline. Recurrent driveline fault alarms were observed in the system controller history file. The percutaneous lead (driveline) replacement was performed successfully and lvad was connected to a grounded power module patient cable. After the repair, there were no immediate pump stoppage events. No additional information was provided.